Event description:
Patient reported "rupture of the implants, onset of capsular fibrosis", baker grade unknown, "physical discomfort", "psychological stress" and "pain, suffering". This record is for the right side. The device remains implanted. Explant surgery is scheduled and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.